Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically and visually examined. Blood was present inside the shaft. Inspection of the device revealed that there was a shaft separation at the collar. There was damage to the end of the shaft separation. The polytetrafluoroethylene (ptfe) was pulled out of the collar and attached to the distal shaft. There were numerous slight bents in the proximal end of the shaft. There were only slight bends present no shaft kinks during analysis; however, it was most likely that the shaft got severely kinked at the collar, separating the shaft from the collar. The photo was reviewed for analysis. The photo showed that the shaft was separated at the collar and with slight bends at the proximal end.

Event description:
Reportable based on device analysis completed on 22sep2021. It was reported that the device was kinked. The target lesion was located in the left anterior descending artery. A 5-in-6 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the joint segment of the catheter was kinked thus, could not be used. The catheter was then replaced with another of the same to complete the procedure. There were no complications reported and patient was stable post procedure. However, device analysis revealed a shaft separation.